Manufacturer narrative:
Following our receipt of the five returned unopened/new sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensors glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damage, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hypogoglycemia and alleged that the smartguard was not recognizing that the customer was going low. The customer noticed a significant discrepancy between the sensor glucose and blood glucose values. Customer reported sensor glucose value was 199 mg/dl and blood glucose value was 89 mg/dl. The hypoglycemia was treated with glucose/carbohydrate intake. The event involved product mmt-431ag, mmt-342g, mmt-1884, mmt-7040a. Troubleshooting was performed for difference between glucose values and the difference between glucose values were outside the acceptable range. Troubleshooting was performed for low blood glucose event. Customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of incident and the customer declined further troubleshooting. No further patient complications were reported. No product return was required for mmt-431ag, mmt-342g, mmt-1884. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.